Event description:
Patient presented to the physician with migration of the ipg, which eroded through the skin at the chest incision site. Physician brought the patient into the operating room, removed the existing ipg, and irrigated the pocket with antibiotic solution prior to closing. Physician created a new chest pocket, implanted a new ipg, sutured, and closed the incision. Physician prescribed a 14-day course of antibiotics after the procedure was completed.